Manufacturer narrative:
A cardiac perforation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation was procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, a cardiac perforation occurred. Near the end of the procedure, the coronary sinus catheter near the right ventricular apex had changed location on the mapping system. A transient decrease in blood pressure occurred and fluid was observed in the right ventricular pericardial space. Echocardiography revealed a small perforation. No intervention was needed to remove the pericardial fluid. There were no performance issues with the device.